Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial procedure was abandoned due to the inability to advance the scs lead and had pain upon inserting the tuohy needle. The patient received solumedrol and the pain resolved post-operative.